Event description:
It was reported that an edwards bioprosthetic valve has been explanted after approximately 10 years due to stenosis with thickening of the leaflets. Patient is reported as stable. No other details provided.

Manufacturer narrative:
Device evaluation summary - customer report of thickened leaflet was confirmed. Thickened and swollen tissue was observed on all three leaflets at commissures 2 and 3. Host tissue was moderate on the tissue inflow and encroached onto the tissue. Host tissue was moderate on the tissue outflow and encroached onto the tissue. Host tissue was minimal to moderate at the stent inflow and moderate at the stent outflow. Moderate to heavy calcification was observed in the cusp area of leaflet 2 and moderate calcification was observed in the cusp area of leaflet 3. Moderate calcification was observed in the free margin of leaflet 3. The device evaluation confirmed leaflet thickening in addition to calcification and host tissue. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. Moreover, non-calcific bioprosthetic tissue degeneration is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. No further actions are possible with the available information.